Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ralp event description: complaint 1 of 2: (B)(4), MFR# 2027111-2025-00379 complaint 2 of 2: (B)(4). We have had issues with two of the bags again today. These are a different batch from previously, lot:1532774. The green bung again got stuck and this time the bag string would also not release. This resulted in the applicator having to be pushed back in releasing the metal prongs into the surgical cavity, which had the potential of harming the patient. This allowed the bag to release with the green bung attached correctly but took some force to do so. Procedure was a ralp again with (name redacted). No impact however it was dangerous because they had to push the metal prongs back into the applicator inside the patient which had the potential to harm the patient. Additional information received from company rep. Via email on 29jan25: the metal prongs was exposed into the surgical cavity in order to release the bag. Once the metal prongs was exposed, the bag came off. Intervention: the applicator had to be pushed back in, releasing the metal prongs into the surgical cavity. Patient status: patient is ok.

Event description:
Procedure performed: ralp. Event description: complaint 1 of 2: (B)(4) MFR# 2027111-2025-00379. Complaint 2 of 2: (B)(4) MFR# 2027111-2025-00387. We have had issues with two of the bags again today. These are a different batch from previously, lot:1532774. The green bung again got stuck and this time the bag string would also not release. This resulted in the applicator having to be pushed back in releasing the metal prongs into the surgical cavity, which had the potential of harming the patient. This allowed the bag to release with the green bung attached correctly but took some force to do so. Procedure was a ralp again with (name redacted). No impact however it was dangerous because they had to push the metal prongs back into the applicator inside the patient which had the potential to harm the patient. Additional information received from company rep. Via email on 29jan25: the metal prongs was exposed into the surgical cavity in order to release the bag. Once the metal prongs was exposed, the bag came off. Intervention: the applicator had to be pushed back in, releasing the metal prongs into the surgical cavity. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and redeployed, which resulted in the specimen bag falling off the metal supports upon full deployment. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.